Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not working properly. Customer's blood glucose was above 400 mg/dl. Customer reverted to an alternate method of insulin delivery. Multiple follow-up attempts were made by tandem technical support; however, the customer declined troubleshooting from tandem technical support.